Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was 316 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press. Customer also reported sensor glucose versus blood glucose does not match. No troubleshooting was performed. Insulin pump is not expected to return for analysis.